Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported occlusion message can't be cleared, which was reproduced during evaluation. A review of the event history log identified occlusion message can't be cleared as multiple downstream occlusion messages. The cause was determined to be a failing force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an occlusion message that could not be cleared. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.